Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by the manufacturer. The purpose of this submission is to provide a correction of manufacture date#. This is based on the result of an internal review noting the initial report was submitted stating incorrect manufacture date. #h4: previous manufacture date#: 2017-06-28. Corrected manufacture date#: 2017-07-05.

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 26th may, 2020 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the screws of the handle holder fell off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the screws of the handle holder fell off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification as the screws shouldn¿t detach from the device and it contributed to incident in that way. At the time when the event occurred the device was most likely not being used for patient treatment. The separation of the central handle was caused by a deterioration of the fixing holes. To prevent any incident the user manual mentions to check the light heads for chipped paint, impact marks and any other damages. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).